Manufacturer narrative:
Updated data: b5 continuation of d10: product ID 23 mm bard true; product lot/serial number unknown; product type: dilation balloon; implant date n/a; explant date n/a product ID safari; product lot/serial number unknown; product type: guidewire; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was at the lower one third of pigtail. The direction of the valve dislodgement was aortic. A non-medtronic guidewire was used (safari). The post--implant dilation balloon was performed with a 23 non-medtronic balloon (bard true).

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012623738); product type: 0195-heart valves; implant date n/a; explant date n/a product ID {post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n?a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the transcatheter valve, under expansion of the valve frame was observed. Subsequently, a post-implant bav was performed while the patient was rapidly paced at 180 beats per minute (bpm). Upon withdrawing the post-implant bav, the valve dislodged. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 2 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 2 mm. After valve dislodgement, the valve implant depth on the ncc was -20 mm, and the implant depth on the lcc was -20 mm. It was reported that the valve was unable to be pulled back to be pinned in place; therefore, the transcatheter valve was surgically explanted. A new transcatheter valve was successfully implanted. Per the physician, the post-implant bav caused the valve to dislodge.